Event description:
New information received notes a re-occurrence of noise, oversensing and auto mode switching on the atrial lead. The atrial lead was just being monitored. There were no reported patient consequences.

Event description:
It was reported that small amplitude noise suspected to be due to myopotentials or electromagnetic interference (emi), oversensing and auto mode switching (ams) was observed on the atrial lead. The atrial lead was being monitored. The patient was stable.